Event description:
The patient reportedly had 3 episodes of infection at the implant site. The patient was placed on IV antibiotics (type unknown) on (b)(60 2012 for wound infection. On (B)(6) 2013, the patient was admitted to the hospital and placed on IV ceftriaxon and cloxacillin for one week and by mouth for an additional week. The patient's infection has now resolved. Surgery to reposition the patient's device has been scheduled.